Event description:
Received a call from operating room director that while performing a surgery that a new ethicon harmonic ace during the middle of the procedure while cutting/coagulating was leaving behind dark blue pieces of plastic. The surgeon proceeded to attempt to remove these foreign bodies. This is concerning to patient safety. This is the third time this has occurred in the last month. The first time was a reprocessed harmonic ace which we are dealing with that company. The second case is with a new harmonic focus and now this event is the third incident with a new harmonic ace. The surgeon is willing to talk with the company and message left for rebecka adams from ethicon to call back and will update on new event. The patient came in through day surgery on (B)(6) and was discharged home the same day. Patient has not had any readmissions to (B)(6) hospital in (B)(6) since surgery. Surgeon took a picture endoscopically of the plastic blue piece and copy of picture attached. Covenant had been told on other event that sometimes when harmonic is placed on surgical drape it will bleed a blue film, however, the surgeon stated that this looks totally different. Risk was told it looks like plastic.